Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device in the common femoral artery (cfa) attempted arteriotomy closure after an interventional procedure. The device reportedly got stuck in the patient. The physician rotated and pulled several times removing the device with force. Hemostasis was achieved using manual compression. The event did not result in prolonged hospitalization. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not completed.